Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 199 mg/dl and the sensor glucose was 87 mg/dl. Insulin delivery was suspended due to sensor values. The difference between the blood glucose value and the sensor glucose value was 112 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Customer stated that triggered the suspend event and the threshold suspend limit in the sensor settings was 80 mg/dl. The sensor will be returned for analysis.